Event description:
It was reported that the charger was thought not to be charging the ilet, and real-time troubleshooting confirmed normal charging after reseating the device on the charger, with battery level increasing and no replacement required; the user¿s blood glucose was 90 mg/dl. Customer care provided technical support troubleshooting while monitoring charge status. No adverse clinical effects during the event reported. Outcomes included no impact to the user¿s health and no interruption to therapy. Investigation of this case revealed the device charged as intended after proper placement on the charger, indicating normal function. It was concluded that the device and charger were operating within specifications and no device malfunction occurred.